Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced 14 comas and seizures at night. The customer's blood glucose level was unknown. The customer also reported that the insulin pump received no delivery error. Customer states the insulin exited. Customer states the cannula was not bent. The customer reported that they changed out the reservoir as insulin was low and replace battery and recurred again. The device will not be returned for analysis.